Event description:
It was reported that during introduction for a coronary stenting treatment procedure, shaft fracture and guidewire resistance occurred. The physician noted two lesions in the "da" artery. Using a pt2 guidewire, the physician attempted to deliver the 2.50x12mm liberte bare metal stent, but the stent became stuck at the proximal side of the guidewire between the first 3 to 4 cm. The physician strongly held the guidewire and pulled back on the stent, and as a result, the stent shaft fractured and came out in pieces. The stent never entered the patient. No patient complications were reported and the physician completed the procedure with two more liberte bare metal stents. The patient condition is listed as stable. Further information has been requested, but has not been received.